Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed testing and no trouble was found. The universal surgical manipulator (usm) powered friction test was also completed successfully. The system was tested and verified as ready for use. Concomitant devices: - cadiere forceps instrument - tip-up fenestrated grasper instrument this medwatch report (MDR) is being submitted for the adverse event and malfunction associated with the second procedure performed by the surgeon . Refer to MDR with MFR. Report #2955842-2026-29883 for MDR submission of the adverse event and malfunction associated with the first procedure performed by the same surgeon.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the tip-up fenestrated grasper and cadiere forceps instruments created partial thickness tears to the bowel. This event occurred as the surgeon was running the bowel. Initially, the surgeon thought the tip-up fenestrated grasper instrument that was installed on universal surgical manipulator (usm) #4 was causing the injury. However, when the customer switched to the cadiere forceps instrument, similar tissue trauma was observed. Due to this, the surgeon suspected the issue could have been related to usm #4 but was uncertain due to having two instruments in two different usms, working at the same time. The surgeon normally runs the bowel by using two instruments at a time and reports normally seeing minor instrument imprints on the bowel. However, in both procedures the surgeon performed on this day, the same scenario occurred and the imprints went through the muscular layer of the intestine, tearing the bowel. The surgeon described the tears to be excessive and traumatic. As of the result, the surgeon performed a bowel resection on the injured portion of the bowel, which was not originally intended to be removed. The surgeon could not determine if the issue stemmed from the usm, the instrument themselves, or his own personal technique with how he was using the master tool manipulators (mtm) that day. The surgeon reports that both patients have not had any post op complications and are doing well.